Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient details have been requested.

Event description:
It was reported to philips that, during elective rhythm transmission performed on a patient, the device did not defibrillate with pads or paddles. No direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that, during elective rhythm transmission performed on a patient, the device did not defibrillate with pads or paddles. No direct adverse event to the patient or user was reported. The customer was unable to provide additional details regarding the case.